Event description:
Procedure: kidney adrenal gland. Reportedly, during use the balloon exploded. The broken pieces of the device were found and were retrieved immediately from the patient cavity. There was no injury to the patient.